Manufacturer narrative:
On march 10, 1998, a medwatch report was filed with the agency reporting a pt injury. The pt's injury was considered potentially life threatening due to pre-existing metastic cancer. On march 17, 1998, elekta rec'd a follow-up report from the hosp, informing us that the pt had expired on march 5, 1998.

Event description:
At 3:20pm, 2/12/1998, a co rep was informed that the hosp had experienced a pt injury while performing a gamma knife treatment, with a pt in the prone position. It was reported that the pt's elbow became trapped inside the gamma knife as the table retracted after the first of several isocenters. Pt's elbow was outside of the elbow rest. The result was that the humerus was driven into the glenoid cavity of the clavicle, resulting in a fractured humerus and bleeding.